Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it was found that the index knob lock over was lower than the manufacturer's specification. There was some minor lateral movement in the locked position consistent with general wear and tear in use. The swivel base has good lock rollover and no noticeable play was evident in the rocker arm with very good skull pin engagement. The device history record review showed no abnormalities related to reported incident nor were there any variances. The complaint event was confirmed. Root cause for complaint event was unknown, however most likely reason was wear and tear.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the neurosurgeon that on (B)(6) 2019, the surgeon applied an a1059 mayfield modified skull clamp to the patient for cranial surgery, locked the locking knob, then unlocked the locking knob to rotate the head clamp from an angled position to a downward position. At this time, the pins were torqued in placed and in contact with the patient's skin. Once the clamp was in the downward position, the locking knob was locked. The clamp moved (swivel adaptor) causing a deep laceration on the patient's forehead. There was no known surgery delay. Additional information was received on 23may2019 stating that an a1083 mayfield disposable adult skull pins (steel) was used. The patient required approximately six (6) stitches to the laceration and a different skull clamp was applied to the patient in order to complete the procedure. The laceration was about 3 centimeters. The patient is currently an in-patient at the hospital. The technician believed the locking knob may possibly not have been used properly. The account manager met with the surgeon involved and the surgeon stated that they believed they had used properly, and that the surgeon believed there was enough bone purchase from the pins. The account manager went through the correct use of the skull clamp demonstrating on a mayfield - with the surgeon involved. This included ensuring that the locking knob was secure and how to ensure the locking knob was secure.